Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that patient (pt) reported falling and hitting the implant site approximately 6 weeks ago. Pt has been seen by provider and impedance check was normal. Pt is concerned that charging is more difficult. Contributing factors include patient reporting multiple falls. Patient was directed to charge consistently, as pt had been charging maybe every 5 days or longer, and was never fully charging battery to full. The issue was not resolved. Additional information was received from the manufacturer's representative who reported that there was no information provided on if the falls were related to the dbs device/therapy or if charging consistently resolved the issue of charging being more difficult. It was unknown if the issue was resolved. Other steps included the patient being committed to more frequent charging. Additional information was received from the patient that, after the patient fell and hit their dryer, they also noticed that the ins battery would only charge up to 50% regardless of the charging session duration. During christmas time last year, however, the patient noticed that the ins battery was charging up to 100% again, but about 2-3 weeks ago it went back to only being able to charge up to 50%. The patient said they called their healthcare provider (hcp) to report the issue, and hcp didn't know what to do. Agent stated hcp can contact pss/ts for assistance as well as reach out to local reps.